Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm4) due to error 319. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has not received the usm4 for evaluation. A follow-up MDR will be submitted, if additional information is obtained. The root cause of error 319 points to node 196 is not present at startup, node name: axes controller, motor (acm) in armnet4 usm.

Event description:
It was reported that after a da vinci-assisted surgical procedure that error 319 occurred against universal surgical manipulator (usm4). The system was power cycled, but the issue persisted. The intuitive surgical inc (isi) technical support engineer (tse) reviewed the system logs and confirmed the reported error. The customer was advised that usm4 required replacement. The procedure was completed with no reports of patient injury.